Manufacturer narrative:
The manufacturer received information from a third-party distributor that a trilogy evo ventilator is not operative. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code machine flow drift high (e-0155) was observed on the device's error log file. In conclusion, the device's machine flow sensor was recommended to be replaced to address the issue. The third-party service technician performed the pneumatic test, which failed on the device. The third-party service technician observed a non-reportable error code, drift debug (e-0330), in the device's error log file. The third-party service technician recommended replacing the system printed circuit assembly board to address this issue. The root cause is confirmed at this time. Additionally, during the service of the device, the muffler, air foam inlet filter, particulate filter, and internal battery were recommended to be replace for preventative maintenance and were unrelated to the reportable issue. The detachable battery was recommended to be replaced and unrelated to the reportable issue. The third-party service technician observed the error code, motor controller force shutdown (e-0144), in the device's error log file. The third-party service technician recommended to replace the device's blower to address this issue. The in-line filters were recommended to be replaced for contamination and unrelated to the reportable issue. A final report is being submitted. If new information becomes available a supplemental report will be completed.

Event description:
The manufacturer received information from a third-party distributor that a trilogy evo ventilator is not operative. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.